Event description:
The staff nurses and physicians have noted numerous times when they have had difficulty starting the angiocatheters because the catheters will not thread or if they can get the catheter in the vein, the vein will blow. Using this catheter is requiring mutliple sticks. The staff has also noted that there is a long delay in flashback. They have been oriented to the use of this product. Device usage problem: device was hard to use.